Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a fresenius 2008t machine that powered down during a patient treatment. The patient was transferred to a new machine where they completed treatment with no blood loss, no harm, no adverse event, and no medical intervention. The biomed reported that upon inspection of the machine they found the solenoid on valve 103 was cracked, with visible fluid oozing out and a burning smell noticed. The biomed confirmed there was no flame, smoke, spark, or arcing, and confirmed no smoke detectors went off as a result. The biomed confirmed he replaced valve 103 to resolve the issue and return the machine to service. Additional patient and machine information was requested, but was not available.

Manufacturer narrative:
Additional information: it was confirmed with the biomedical technician that the solenoid on valve 103 was visibly burned, and the solenoid oozed fluid and gave off a burning smell. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). It was reported that a biomedical technician replaced valve 103 to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior inspection revealed burned up plastic visible on the solenoid valve, along with a burned odor, corrosion and rust. An internal inspection revealed rust at base of valve chamber. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.